Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 22 mg/dl. Low bg was due to the overnight basal pump setting needing to be adjusted and due to not eating. The customer was treated by the paramedics with intravenous glucose. The customer was transported to the emergency room (ER) with a bg in the 160s mg/dl and the customer's vitals were monitored. After 2 hours, the customer left the ER. The customer's healthcare provider adjusted the overnight basal range.